Event description:
The account alleged when running the hi/low function the nurse heard a pop and saw a spark come out from underneath the bed. Patient was in bed but no injuries.

Manufacturer narrative:
The account found that the purple wire from the power limit cable was nicked. The account stated that they were going to splice the power limit cable to repair. No further information is available on the repair of the bed at this time.